Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the serial number reported indicates that the product was within the warranty period at the time of the reported incident. The returned product did not meet specifications as received. Visual inspection found no defects. The investigation found a failure on coil 4. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of 3 ohms. Troubleshooting isolated the problem with the electrical interface between the foil laminate of the coils and the connector, printed wiring board (pwb), p/n 06-0040. Refer to pe # 0702007561 for the engineering analysis report. The investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connected to the aluminum foil laminate sheet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device was showing detection even if there is no sponge was present. They used another like device and it function properly. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.